Event description:
During incoming functional inspection by a zoll medical sales rep the device displayed a red "x" and was unable to detect the attached defibrillator pads. There was no pt involvement in the reported malfunction.